Manufacturer narrative:
The insulin pump buttons, act, escape and up arrow did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. Device passed idle current test. Unable to perform run current test, selftest, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, bg meter test or verify lost sensor alarm due to button keypad anomaly. No constant tone alarm anomaly or vibration anomaly noted. Device had minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error and lost sensor alarm. The customer's blood glucose value was 326 mg/dl. The customer declined to troubleshoot for high readings. The customer stated that there was a constant beep. The customer stated that the buttons were not responding and the screen was not changing. The product was returned for analysis.